Event description:
Information was received indicating that this syringe infusion pump's motor was not running. It was also noted that the pharmguard software exhibited a communication error. No adverse effects were reported.